Manufacturer narrative:
H3 other text : device has not yet been returned for evaluation.

Event description:
The manufacturer received information alleging a ventilator was not able to complete 100% calibration. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not able to complete 100% calibration. There was no harm or injury reported. The ventilator was evaluated by field service engineer and the customer¿s complaint was confirmed. The device's system board, display board, system board-fio2 sensor cable, fio2 sensor assembly, oxygen blending module harness, oxygen blending module subassembly, and 3-way solenoid were replaced to address the issue. The system board, display board, system board-fio2 sensor cable, fio2 sensor assembly, oxygen blending module harness, oxygen blending module subassembly, and 3-way solenoid were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board, display board, system board-fio2 sensor cable, fio2 sensor assembly, oxygen blending module harness, oxygen blending module subassembly, and 3-way solenoid were functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not able to complete 100% calibration. There was no harm or injury reported. The ventilator was evaluated by field service engineer and the customer¿s complaint was confirmed. The device's system board, display board, system board-fio2 sensor cable, fio2 sensor assembly, oxygen blending module harness, oxygen blending module subassembly, and 3-way solenoid were replaced to address the issue.